Manufacturer narrative:
Device was initially received for the complaint that the power connector was loose. During investigation found the damaged (detach) downstream occlusion seal and sensor (dso). This malfunction makes the event reportable. The review of service history found that there was no indication related to a service of the device within the review period. The visual and functional testing was performed. The root cause was the damaged ac connector. During functional testing found defective dso sensor and it was replaced. The occlusion test was performed. The device must pass all functional tests after the repair.

Event description:
It was reported that the power connector was loose. During investigation found the damaged (detach) downstream occlusion seal and sensor (dso). This malfunction makes the event reportable. There was no reported patient involvement.